Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective pressure sensor assembly (psa). In consequence the pressure sensor assembly has been replaced. There was no patient or user harm.

Event description:
I have received this message from my colleague (B)(6) :I have received this email from (B)(6). The picture below shows a trend over the respiration rate, which over approx. 30 sec rises to 150-170 approx. I have asked (B)(6) to drag the log files to us (incl. The black box files). I would like to ask you to create a case with hamilton. This is especially the time on (B)(6) 2022 at 17.24 to be checked (bb - 30) the incident stopped spontaneously after approx. 30 sec. How can that be? See the photo and description from the department below. From sarah's description, it might sound like a disconnect - however, there are no alarms indicating this in event log. (B)(6).

Event description:
I have received this message from my colleague gitte: I have received this email from (B)(6). The picture below shows a trend over the respiration rate, which over approx. 30 sec rises to 150-170 approx. I have asked (B)(6) to drag the log files to us (incl. The black box files). I would like to ask you to create a case with hamilton. This is especially the time on (B)(6) 2022 at 17.24 to be checked (bb - 30) the incident stopped spontaneously after approx. 30 sec. How can that be? See the photo and description from the department below. From sarah's description, it might sound like a disconnect - however, there are no alarms indicating this in event log. Kh gitte.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective pressure sensor assembly (psa). In consequence the pressure sensor assembly has been replaced. There was no patient or user harm. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4